Event description:
Patient was being transferred between units in the hospital. While exiting the elevator, the machine shut off and showed an equipment failure screen. This occurred as the machine was being wheeled over the slight bump that is between the elevator and the floor. Bipap was removed from patient. Supplemental oxygen given until new machine could be set up. Per manufacturer, the ventilator was manufactured prior to (B)(6) 2015 and needed an internal cable replacement.